Event description:
This MDR is related to MDR (B)(4) referring to the same patient. This case was linked to lssmv case number (B)(4), referring to the same patient. The events pain and swelling were considered as symptoms of inflammation and were therefore not coded. The event difficulty breathing was considered as a symptom of panic attack and was therefore not coded. This spontaneous report was received from a costa rican physician and concerns a female patient. She was injected with radiesse, into the face and neck. Batch number was reported as a00119440 (expiry date: 05/2025). The batch record review was received and the lot number for radiesse was confirmed as a00119440 (expiry date: 05/2025). A lot search in the global safety database was conducted. The patient was concomitantly injected with belotero balance, into the neck, in a hybrid treatment, and with botulinum toxin. Batch number for belotero balance was reported as b00017960. The patients medical history included panic attacks. One day after the radiesse injection, the patient experienced pain and swelling in the injection area, mainly in the neck, respiratory problems (also reported as difficulty breathing) and high degree of inflammation. As reported, the patient decided to hospitalize herself. The physician went to visit the patient in the hospital and found her in perfect health, with ecchymosis at some injection site but no apparent swelling. Laboratory data included electrocardiogram (reported as ECG), d-dimer, c-reactive protein (reported as crp) and complete blood count (reported as cbc), which showed no abnormalities. Due to the provided information, the outcome of the event inflammation was considered as resolving. The outcome of the events panic attack and ecchymosis was unknown. In the opinion of the reporter, the patient possibly felt some discomfort after the injection site which triggered another attack, that lead her to hospitalize herself.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event panic attack (pt: panic attack), was deemed to meet the serious criteria of hospitalization. The device history record for radiesse injectable implant, lot number a00119440, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were noted related to this lot.